Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported in a medical journal that a patient was implanted an unknown metasul head on an unknown date. The patient was revised on an unknown date (after 3,2 years) because of impingement of cup-neck. Journal article: ayoub b, putman s, cholewinski p, paris a, migaud h, girard j, incidence of adverse reactions to metal debris from 28-mm metal-on-metal total hip arthroplasties with minimum 10 years of follow-up: clinical, laboratory and ultrasound assessment of (B)(4) cases, the journal of arthroplasty (2016), doi: 10.1016/j.arth.2016.11.013. Note: since the date of occurrence is unknown, is left empty.

Manufacturer narrative:
Investigation results were made available. As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. It was tried several times to receive more information for this case. Additional information was requested at the author of the journal article. A technical investigation was not possible to perform, as the device(s) were not at hand for investigation. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: n/a as no reference number was available. Review of event description: event summary: according to the received information, the patient was revised due to impingement of the implants after three years implantation time. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation. Root cause determination using dfmea: allofit stem: impingement with cup, due to malpositioning of components => possible, as no x-rays were available for evaluation. Allofit cup: impingement with stem, due to wrong design of the shell and inserts ( eg. Hooded inserts) => not possible, a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process. Metasul insert: impingement with stem, due to wrong design of the shell and insert ( eg. Hooded insert) => not possible, a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process. Metasul head: inadequate rom (impingement) leading to increased release of wear particles, loosening of components, subluxation, dislocation, due to wrong cup position, impingement of the skirted head with acetabular liner. => possible, as no x-rays or surgical reports/products were returned for evaluation. Mal-position of head to cup and stem leading to impingement, subluxation or luxation, due to incorrect use of eccentric design => possible, as it is unclear which specific products were used (article numbers missing). Conclusion summary: neither x-rays, operative notes, nor office visit notes were received for a deep assessment. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), relevant medical history and adherence to rehabilitation protocol are unknown. Due to significant lack of information, no specific root cause could be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).